Event description:
The customer explained that his abbott freestyle libre 2 sensor failed, causing him to overdose on insulin and go into "some kind of acidosis." The customer also stated he lost complete control of his body and the diabetic event ended up affecting his heart and causing a heart attack. The roche diagnostics customer support center provided the customer the phone number for the abbott freestyle libre 2 sensor technical support. The customer was hesitant to contact the abbott technical support center directly but stated that abbott could reach out to him. The roche diagnostics customer support center agent contacted the abbott freestyle libre 2 sensor technical support center directly and made them aware of the allegation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).